Manufacturer narrative:
It was reported that tubing separated at the safety clamp. Received one used primary set model: 2420-0500, lot: 20053201 with its opened packaging pouch. The pcu and pump device that were in use during the customer event were not returned for evaluation. The set was visually inspected for kinks, incomplete bonding engagements, holes / tears in the tubing or damages to the components. Visual inspection observed a separation at the engagement between the lower fitment¿s outlet port (p/n: tc10006063) and tubing (p/n: tc10013433). Closer inspection under a lab microscope observed no solvent at the end of the separated tubing where the separation occurred that was applied during manufacturing. No other anomalies were observed. A dimensional analysis was performed on each of the separated tubing (p/n: tc10013433). Small portions of the tubing were cut into three sections and measured for analysis. The outer diameter of the tubing was measured and observed to be within specifications of "0.164 +/-0.003" inches. Further testing could not be performed due to the obvious leaking that would occur from the separation. Equipment used (inspection performed on 24aug2020). Optical ram-cnc, eq08204, calibration due date: 05feb2021. A device history record for model: 2420-0500 with lot number: 20053201 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 07may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagements of the tubing due to equipment and / or operator error. Bd / nogales manufacturing facility is aware of insufficient solvent on critical joints. Corrective actions (trackwise CAPA: (B)(4) were completed to address potential root causes and an effectiveness check plan for reduction of this issue. Although the corrective actions were implemented before the manufacturing of this lot, manufacturing will continue to be monitored for an increase in frequency.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing came apart and leaked. The following information was provided by the initial reporter: material no: 2420-0500 batch no: 20053201. It was reported that tubing came apart at safety clamp, spilling saline. Alaris pump infusion set , came apart at safety clamp and saline spilling from bag, tubing attached to patient / huber needle with open end. Tubing can be located at the chemotherapy desk with original package for inspection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing came apart and leaked. The following information was provided by the initial reporter: material no: 2420-0500 batch no: 20053201. It was reported that tubing came apart at safety clamp, spilling saline. Alaris pump infusion set , came apart at safety clamp and saline spilling from bag, tubing attached to patient/huber needle with open end. Tubing can be located at the chemotherapy desk with original package for inspection.